Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm which is off label usage of the device. The patient stated they had an allergic skin reaction at the sensor insertion site, with open blisters. She went to an internist and was given an unspecified ointment/cream. No additional patient or event information is available.